Event description:
It was reported that the patient was seen in the clinic with no capture and a drop in pacing impedance. The patient noted being a little short of breath. Fluoroscopy confirmed the left ventricular (lv) lead had pulled back into the right atrium. The lv lead was explanted and replaced. The patient was stable.